Manufacturer narrative:
Conclusion: since the valve has been implanted for 13 years, it¿s very unlikely that the regurgitation / stenosis are due to any potential manufacturing issue. From the information received the valve was remain implanted. Without the return of the valve for analysis, a root cause of the issues cannot be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years post implant of this bioprosthetic valve in the pulmonary position, the patient had a valve-in-valve with transcatheter pulmonary valve (tpv) due mild stenosis and moderate-severe regurgitation. No additional adverse patient effects were reported.